Event description:
Found during testing. According to the reporter, when he charges the device to 360joules, it will not charge past 85joules. There was no patient associated with the report.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts info to customer for repair.